Manufacturer narrative:
Findings: pump error during rewind due to corroded motor home switch. Unable to perform rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error due to pump error. However, unit received with operating currents within specs and passed self test. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a pump error during the rewind process. The customer¿s blood glucose level was 130 mg/dl. The device will be returned for analysis.